Event description:
User reported a false positive result 14 september. Negative on pcr and rapid antigen test the same day. Asymptomatic. Fully vaccinated.

Manufacturer narrative:
Correction: a1: patient identifier corrected to (B)(6).

Event description:
User reported a false positive result 14 september. Negative on pcr and rapid antigen test the same day. Asymptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported a false positive result (B)(6). Negative on pcr and rapid antigen test the same day. Asymptomatic. Fully vaccinated.